Event description:
It was reported that the patient presented in the clinic for a follow up. Interrogation showed that the left ventricular (lv) lead failed to capture. No intervention has been performed. The patient's condition was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
New information received indicated that the physician attempted to reposition the left ventricular lead but was unsuccessful. The lv lead was explanted and replaced. There were no patient consequences.

Event description:
New information received indicated that the left ventricular lead had dislodged.